Event description:
Legal claim alleges that the pt was revised on (B)(6) 2010 to address a failed asr hip prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.